Manufacturer narrative:
Additional information received on (B)(6) 2016 indicated that the customer had been carrying the pump in a pocket and had not received any further occlusion alarms. The customer thought that the temperatures changes were related to the occlusions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 225-280 mg/dl. The customer cleared the alarm and resumed insulin delivery without any additional occlusion alarms. A bolus was delivered via the pump to address the bg level. A system check was performed. The pump and infusion set tubing were found to be functioning as expected. The customer declined to remove infusion set site as insulin was delivered without an alarm and concluded that the site was not the likely cause of the occlusions. The customer thought the occlusion alarms were false alarms.